Event description:
The customer alleged the lift fell off of the end of the track and found that the end caps were missing. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The likoguard overhead lift is part of a liko overhead lift system and is intended for use in following environments, health care, intensive care, emergency ward, rehabilitation, habilitation and home healthcare environment. An overhead lift system can be used for lifting between a bed and a wheelchair and for toileting, lifting to / from the floor, lifting together with a stretcher and rehabilitation training such as walking and standing. Upon inspection, the hrc technician determined that the lift had been installed without end caps and as a result, the motor rolled off the track and fell on the floor which cracked its cover. It was noted that this was a new installation and the unit was not in use at the time of the incident. A replacement motor will be shipped to the customer and installed to resolve. Based on this information no further actions are available at this time. Although there was no adverse event associated with the reported event, if this malfunction were to recur during patient use, it could cause serious injury or death, therefore hillrom is reporting this device malfunction.